Event description:
The risk management dept. Was notified by spd that laryngoscopes that are currently stocked on the facility's code carts have been returned to spd without the fiber optic nights. Reportedly, nurses stated that the lights were coming out while the pt's were being intubated. The scopes have been in use for 2-3 months and 13 scopes have been returned to spd without lights.